Event description:
On (B)(6) 2012 the patient reported that the pump rebooted without user intervention. She stated that at 3:00am the pump had power when she went to sleep. The patient said that in the morning the pump beeped continuously and appeared to reboot without display of the verification screen. She reported that she replaced the battery and that the display screen remained blank and there was no power to the pump. The patient noted that she replaced the battery twice with the same results. The patient said that the yellow o-ring was not visible; there were no cracks to the casing and no structural damage to the battery cap; and the battery compartment was not corroded. She said that the cap was more than 13 months old. The patient denied trauma or water exposure to the pump. The patient reported that her current blood glucose reading is 98mg/dl. This complaint is being reported because the issue of intermittent power remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.